Event description:
It was reported that there was a left revision of the hip due to infection. While trying to remove the stem, the surgeon attempted to backslap and the handle for the extractor broke as well as the mcreynolds adapter. There was reportedly no delay in surgery.

Manufacturer narrative:
An event regarding disassociation of an accolade stem inserter was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with all three components disassociated from each other. Material analysis concluded that the disengagement of the inserter/extractor shaft was due to failure of the female threads. Medical records received and evaluation: not performed as no medical records were received for review and patient factors did not contribute to the event. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 2 other event for the lot referenced. Conclusions: the investigation concluded that the disengagement of the shaft and the handle was due to a failure of the female handle threads. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a left revision of the hip due to infection. While trying to remove the stem the surgeon attempted to backslap and the handle for the extractor broke as well as the mcreynolds adapter. There was reportedly no delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.